Manufacturer narrative:
Bayer service visited the customer site on (B)(6) 2021, and performed a checkout of the avanta fluid management system, serial (B)(4). The system was found to perform to specifications. The disposables used in the reported occurrence were discarded by the customer and the lot number in use during the procedure was not recorded; therefore, testing of retained samples is not possible. An offer for additional applications training has been accepted by the customer and a site visit date is planned for (B)(6) 2021. The avanta fluid management system operation manual cautions the user as follows: "warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient."

Event description:
The customer reported the following: a patient suffered an alleged air injection while connected to an avanta fluid management system. Following a contrast injection, air bubbles were observed in the coronary artery. The patient exam was able to be completed without incident. The patient was admitted to ICU for monitoring following the procedure and was discharged the next day. No further treatment was reported.